Event description:
Md performed left heart catheterization and rca vessel was stented and fixed without incident. Pt was crying and moving all over the table during procedure and unable to lie still. Pt was given versed and fentanyl for comfort and pain. Vascade closure device was deployed by tech and manual pressure was held to maintain hemostasis. Pt was crying and uncomfortable during and after the procedure. Md notified and medications ordered. Ultrasound and vascular surgery notified. Md performed assessment and CT scan ordered. Dmd took pt to operating room for exploration of bleed. Md noted that cause was a failed vascade.